Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy. The patient's pump stopped working after repeated cardioversions. It did not give any beeping warning; "it just stopped."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.